Manufacturer narrative:
Root cause:alteration of assay and staining in this case has not been confirmed at this time. The problem has yet to be investigated by a field service engineer, and it is unknown if a field service engineer will be able to assess the complaint. This investigation thus far has yet to identify any instrument malfunction or alteration in instrument performance. In the event that a root cause is identified, this new information will be provided via a supplemental report. Failure mode description:as no malfunction has been found as investigation is ongoing; the failure mode could not be verified as an instrument or product specific malfunction. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Event description:
Customer complaint record reported the event as follows: staining issue no direct or indirect patient harm or user harm have been reported.